Event description:
It was reported that customer noted chip near charging port. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up call from technical support, and no additional information was received regarding any further actions or resolution.